Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x18 xience xpedition stent delivery system (sds) was advanced to the non-tortuous, non-calcified left anterior descending coronary artery without resistance, but the proximal shaft of the sds separated in two pieces near the hub. Another stent was used to complete the procedure without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device has not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.